Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The day after the event onset, the patient was hospitalized for peritonitis. That same day, the patient started treatment with intraperitoneal vancomycin (1g every fifth day) and intraperitoneal ceftazidime (1g daily) for peritonitis. The following day, the vancomycin (received one dose) and ceftazidime were discontinued. That same day, the patient's pd catheter was removed and the patient was switched to hemodialysis. Also that same day, the patient was deemed recovered from the peritonitis event. At the time of this report, the patient remained hospitalized. No additional information is available.